Manufacturer narrative:
Updated data: h2, h3, h6. Image review: intraprocedural fluoroscopic images were provided for review of the event. Patient¿s executive summary was not provided for anatomical review. Fluoroscopic valve load inspection was completed and confirmed a good load. A balloon aortic valvuloplasty was performed prior to the valve implant. There is evidence of at least one recapture after the first deployment attempt resulted in a shallow depth of approximately 0 millimeter (mm) on the non-coronary cusp in the cusp overlap view. As stated in the instructions for use (IFU), the recommended target depth is 3 mm relative to the valve annulus. If the implant depth is =1 mm or >5 mm, consider recapture. The valve was recaptured and re-deployed at an estimated depth of 5-6mm on the non and left coronary cusps in the left anterior oblique (lao) view. The valve was subsequently released. Evidence supports that during removal of the delivery catheter system; the nose cone interacted with one of the paddles of the bioprosthetic valve causing it to dislodge. Of note, medtronic recommends caution while withdrawing the delivery catheter system to minimize interaction with the evolut frame. Consequently, the evolut valve was snared, and a non-medtronic valve was implanted. As listed in the IFU: potential risks associated with the implantation of the evolut fx+ bioprosthesis may include, but are not limited to, the following: prosthetic valve migration/embolization; emergent surgical or transcatheter intervention (for example, coronary artery bypass, heart valve replacement, valve explant, percutaneous coronary intervention [pci], balloon valvuloplasty). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx plus valve; product ID evfxplus-29 (serial: unknown); product type: 0195-heart valves; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an aortic valve replacement procedure, the evolut transcatheter aortic valve was implanted in a horizontal anatomy and the implant was completed successfully. Upon retrieval of the system from the ventricle, the delivery system caught one of the valve paddles and dislodged the valve. The physicians subsequently replaced the evolut valve with a non-medtronic (sapien) valve. No patient complications have been reported as a result of this event.